Event description:
It was reported that the pt hit his head at school. He complained weak hearing impressions afterwards. Device testing on july 29, 2005 revealed 9 channels with status "hi". The device had malfunctioned.